Manufacturer narrative:
The insulin pump was unable to prime during testing, due to faulty gold force sensor resistor. The device passed the rewind, basic occlusion and displacement tests. No motor error alarm during testing was noted. However, moisture damage was found on the motor. The insulin pump was also received with cracked case at display window corner, battery tube threads, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump alarmed with no delivery followed by a motor error. Customer's blood glucose was 16 mmol/l and she treated with the insulin pump. The motor error alarm was received during basal rate insulin delivery. The customer was not using the sensor feature and was able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.